Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. The customer applied adhesive to the case. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below pertaining to the primary svn: (B)(6) and event date 07-jul-2024. Please see below for the first 10 boluses listed on the event date 07-jul-2024 in the pump history file. On (B)(6) 2024 00:04:49.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2024 01:19:49.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2024 01:24:51.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2024 01:29:51.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2024 01:34:51.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2024 01:39:51.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2024 01:44:51.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2024 01:49:51.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2024 01:54:49.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2024 01:59:51.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). Unable to verify customer's daily total of all insulin delivered surrounding the event date of 07-jul-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 07-jul-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 07-jul-2024 in the pump history file. On (B)(6) 2024 04:11:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor 1 alert (780) - not confirmed. Please see below pertaining to svn: (B)(6) and event date 30-jun-2024. Unable to perform the history review 2 days prior to the event date 30-jun-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and assumes the pump was not delivering. The customer reported blood glucose value of 450 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, hyperglycemia, malaise treated with insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay less than 24 hours and fluids were given during the hospitalization feeling sick/unwell. The event involved product(s) mmt-342, mmt-7040a, mmt-1884l, mmt-431ag. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48 hours of reported high bg event. Customer declined to test pump. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-431ag.